Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. They completed the accuracy verification test using the pegboard and concave pointer. All verification scans passed with green check marks. They completed a full system checkout, all tested, the system was fully functional and ready for clinical use. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the system was inaccurate by approximately 1.5 mm. The accuracy was the most obvious when using the stealth midas system. Troubleshooting was performed and the manufacturer representative (rep) did multiple tests/spins with a spine model and a needle. It was noted that the accuracy was good in standard mode but inaccurate in hd only with one tracker. It was requested that the rep do an accuracy verification test using the pegboard and concave pointer and patient archives. There was less than an hour delay in the case. No impact on patient outcome.

Event description:
Additional information received stating that the inaccuracy was not corrected. They tried to  re-spin the patient with the imaging system but the accuracy was better (1.2 mm) but still not optimal for the health care professional. The reported issue occurred during instrumentation verification. They were able to easily verify the instrument. But the precision verified on the adjustment screw of the spine frame. The health care professional decided to proceed with the procedure. The inaccuracy was noticeable but tolerable for a lumbar procedure. The small inaccuracy is still not resolved. All instruments were successfully tested and the imaging system tested with the pegboard (average error 0.983mm).

Manufacturer narrative:
H2) additional information was added to the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.